Manufacturer narrative:
Manufacturing location: (B)(4) / packaged, sterilized and released by: (B)(4), manufacturing date: 28-dec-2019, expiration date: 30-nov-2029, part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 32p9192 (sterile), lot quantity: 48. Note: helical blade was manufactured by elmira; lot number 30p5848. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a revision of the helical blade due to a cut through. The procedure was completed successfully without surgical delay. Concomitant device: unknown tfna nail (part# unknown; lot# unknown; quantity: 1), unknown locking screw (part# unknown; lot# unknown; quantity: 1). This report is for one (1) tfna fenestrated helical blade 85mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.